Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had hardware low level failure alarm and customer was not able to hear the beeps properly. The blood glucose level was 171 mg/dl. The troubleshooting was performed for beeping. The customer was assisted in performing self test. Customer reported that the insulin pump beeped during the tone test. Customer reported that the insulin pump vibrated during the vibrate test. The troubleshooting was not performed for hardware low level failure alarm. Pump was not turned on after the auto check. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm confirmed in pump history due to broken trace on keypad assembly.